Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Kimberly-clark contacted the facility to obtain the reported device; the device was discarded by the facility. With no lot number or returned device we are unable to determine a root cause for this reported incident. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Eval summary: device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "the patient was intubated on (B)(6) 2012, around (B)(6) 2012 they noticed a small air leak, but were able to continue to use the tube with adding additional air to the cuff. The facility protocol is to reposition the tube every 48 hours. On (B)(6) 2012, the tube was repositioned and 30 minutes later a large air leak was noticed. A cook tube exchanger was used to extubate and re-intubate the patient. When the microcuff was removed one side of the cuff was hanging loose, as it was completely removed the cuff fell off and onto the patient's chin the patient was re-intubated without incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).